Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal arteriovenous fistula. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the and the patient is stable.

Manufacturer narrative:
E1 initial reporter address (B)(6). E1 initial reporter phone: (B)(6). B5 describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal arteriovenous fistula. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no complications reported and the and the patient is stable. It was further reported that the stenosed target lesion was 80%, located in the moderately tortuous and severely calcified internal arteriovenous fistula. Inflation was performed 6 times, however the balloon ruptured during the sixth inflation at 20 atmospheres in 40-50 seconds duration.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). B5 describe event or problem updated device evaluated by MFR.: gladiator elite 4.0 x40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 3mm proximal of the proximal markerband and extending approximately 43mm distally across the balloon material. As per gladiator specification the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal arteriovenous fistula. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no complications reported and the and the patient is stable. It was further reported that the stenosed target lesion was 80%, located in the moderately tortuous and severely calcified internal arteriovenous fistula. Inflation was performed 6 times, however the balloon ruptured during the sixth inflation at 20 atmospheres in 40-50 seconds duration.